Manufacturer narrative:
Follow-up #1: device evaluation: the device has been returned and evaluated by product analysis on 30-apr-2018 with the following findings: a review of the bolus history showed the last bolus delivery was a 1.40 unit normal bolus. The total daily doses added up correctly and reflected the user's programmed basal rates. The pump passed delivery accuracy testing and no delivery defects were found. The pump was delivering within the required range and delivering accurately. The pump was run for 24 hours with a 2 unit per hour basal rate. At the end of testing the basal history correctly showed 2 units and the total daily dose showed 48 units. The inaccurate delivery complaint was unable to be duplicated during the investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed.

Event description:
On (B)(6) 2018, a reporter contacted animas alleging that a patient had experienced a hypoglycemic event while on the pump. The reporter stated that the patient had a seizure and was given glucagon as treatment. The reporter stated that the patient had a blood glucose reading of 83 mg/dl with symptoms of vomiting. The patient was taken to an emergency room. The reporter was unable to troubleshoot the pump at the time and could not provide a reason for the blood glucose excursion. This complaint is being reported based on the allegation that the patient visited an emergency room and the pump could not be ruled out as a contributing factor.